Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the foreign material found at the distal end was suspected to have accumulated from previous procedures. In addition, service found the rfid (radio-frequency identification) data could not be read due to ID (identification) data malfunction of the scope ID and the insulation resistance value at the distal end was out of specification due to damage on the bending section cover. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, an orangish foreign material was observed at the distal end. This report is being submitted for the malfunction found during device evaluation (foreign material at distal end). There was no patient or user injury reported due to the event.